Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cs300 intra-aortic balloon pump (iabp) unit had screen problem.

Manufacturer narrative:
Updated data: b4,g3,g6,h2,h10,h11. Corrected data: b5,b6,b7,d10,h6(clinical & impact).

Event description:
It was reported that before use when machine was switched on in storage room, the cs300 intra-aortic balloon pump (iabp) unit had stopped and had a screen problem. There was no patient involvement.

Manufacturer narrative:
Corrected data: d1, d4. Updated data: b4, g3, g6, h2, h10, h11.

Event description:
N/a

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the iabp unit and was able to confirm the reported issue. The fse removed screen cover and disassembly when cleaning screen connector contact was ok. Everything is working properly again. No part replacement needed, problem due to humidity in the storage room. The fse completed all safety, functionality, and calibration checks and all tests passed to factory specifications. The device was returned to the customer for use.

Event description:
N/a.